Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the nurse removed the "safety pin" from the tip of the device and discovered that the tip was twisted. When pulling the handle, the device got even worse. The cutting wire appeared to be twisted once around the tip of the device. The device could not bow as a result of the twisting. The procedure was completed with another hydratome rx sphincterotome device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4) - (won't bow). The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).